Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image disappeared when the subject device was angled. The user completed the procedure with the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that there is a possibility that there is a foreign object on the contact pin temporarily, and the communication status between the video system center electrical contact and the video connector electrical contact is temporarily unstable. Alternatively, the malfunction may have occurred due to damage to the internal board of the video connector. The possible causes for the damage to the internal board of the video connector are as follows. -the video connector was plugged in and unplugged while the system was turned on, causing a temporary overcurrent. -static electricity was applied to the electrical contacts of the video connector. If additional information becomes available, this report will be supplemented.